Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, implantable collamer lens was implanted into the patients left (os) eye on (B)(6) 2021 as a replacement lens and " few iris pigments in endothelium" was observed. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight-ethinicity:unk. Date of event:unk. Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. (B)(4). Claim# (B)(4).

Manufacturer narrative:
Weight-ethinicity:unk. Date of event:unk. Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, implantable collamer lens was implanted into the patients left (os) eye on (B)(6) 2021 as a replacement lens and " few iris pigments in endothelium" was observed. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).